Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a maverick 2 balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guide wire lumen. The balloon was tightly folded. There were numerous kinks throughout the shaft of the device. The distal tip was damaged. Microscopic examination of the presented no damage or irregularities to the balloon. The balloon was bonded to the shaft and had no separation. Microscopic examination presented no damage or irregularities to the bonds. The guide wire used in the procedure was not received with this device. A .014¿ forte guide wire was used for functional testing. The inner diameter (ID) of the catheter was measured at both ends with a calibrated pin gauge set which is within the maverick 2 specifications. Functional testing was performed by loading the guide wire into both the tip and exit notch of the catheter and advancing through the wire lumen. The device was able to advance through the entire lumen with no resistance. Device analysis determined the condition of the returned device was not consistent with the reported information. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon detachment occurred. A 4.00mm x 20mm maverick²¿ balloon catheter was selected; however, upon loading the device on an unspecified guide wire, it was noted that there was a "little" balloon separation from the shaft. The balloon was not inflated and the procedure was completed using another of the same device. No patient complications were reported and there was no consequence to the patient.

Event description:
It was reported that balloon detachment occurred. A 4.00mm x 20mm maverick²¿ balloon catheter was selected however upon loading the device on an unspecified guide wire, it was noted that there was a "little" balloon separation from the shaft. The balloon was not inflated and the procedure was completed using another of the same device. No patient complications were reported and there was no consequence to the patient.

Manufacturer narrative:
(B)(4).